Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had his blood glucose level drop and has had the paramedics come out but has not been taken to the hospital. Customer did not know the blood glucose reading at the time. Most recently low blood glucose event was the morning of the call. He was at 48 mg/dl. Customer declined troubleshooting.